Manufacturer narrative:
The customer later declined any investigation assistance from bd stating that they had been able to determine the root cause via their own internal investigation. No details of the root cause were provided.

Event description:
The customer reported that the patient was receiving pressors including norepinephrine 0.25mcg/min infusing as a continuous drip via a central venous line; the patient's blood pressure went from 70/30 to 260/140. The user is questioning whether the device at some point may have not given enough medication and then infused a bolus. There was no report of any lasting harm.